Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is complaining the instruments to have burrs. No surgery delay, no adverse patient consequences, no part broken off.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the returned product was reviewed and the complainants findings confirmed. The edges of the extractor were peened over due to wear and tear. The instrument would appear to have been submitted to prolonged heavy usage impacts and is worn out. A search of the complaint database did not reveal any trend of damaged deformed extractor tips. Based on the investigation findings, the need for corrective action is not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.